Manufacturer narrative:
On 2019-07-16, 16:37:37, walshm29: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) cardiac compass had invalid data. The device remains in use. No patient complications have been reported as a result of this event.